Event description:
It was reported the pt experienced a pulling and burning sensation in the thigh where the device was implanted regardless if the device was turned on or off. The hcp attempted to revise the device, but decided to replace it after realizing he could not move it to another location. The pt was getting good coverage with the replacement system.